Event description:
Procedure: hemorrhoidectomy. According to the reporter: the surgeon attempted to use the hem3335 device on an internal hemorrhoid and it misfired on the pt causing an additional 35 to 40 minutes to repair the staple line with sutures. It was reported that the anesthesiologist indicated the pt may have "bucked" during the firing of the device. Current pt status: stable.

Manufacturer narrative:
Tracking #: (B)(4). Initial report sent to FDA on (B)(4) 2012.